Event description:
Clinical registry. It was reported that during a coronary artery drug-eluting stenting treatment procedure, a dissection occurred. Prior to the event, the physician successfully treated lesions in the proximal circumflex and proximal right coronary artery (rca) without difficulties. Next, the physician treated a bifurcated lesion in the distal rca/inferior septal artery. The lesion measured 3.0x32mm, was 80% stenosed with moderate calcification. The lesion was pre-dilated with a 2.50x15mm maverick balloon. During pre-dilatation a type b dissection occurred. The physician attempted to treat the lesion with a 3.0x32mm taxus liberte stent, however, it would not cross the lesion. The physician was able to cross with a 3.00x20mm taxus liberte stent. Additionally, the physician placed a 3.00x12mm taxus liberte bailout stent in the inferior septal artery. Following treatment, residual stenosis was 10% with timi - 3 flow. The pt was discharged the following day on clopidogrel and aspirin.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint review for the product family will be conducted. If there is any further relevant info from this review, a supplemental medwatch will be filed.